Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. There was no reported adverse impact to the customer¿s blood glucose. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.